Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms on the third day after the cartridge and infusion set had been changed. The customer's blood glucose (bg) level was 425 mg/dl and a bolus of insulin was used to address the high bg level. Reportedly, the customer was using apidra insulin in the cartridge.